Event description:
The customer reported via phone call that he had a missing piece from part of the housing around the reservoir and a crack on the pump screen. Customer's blood glucose was 84 mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratches on the reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.